Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, power error alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump alarmed power error detected alarm. Customer's blood glucose value was 17 mmol/l. The customer's current blood glucose was 5 mmol/l. The customer had a symptom like vomiting. The customer was treated with liquids for high blood glucose. The customer stated the alarm has recurred within one week of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.